Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis revealed that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. It was also noted that the proximal and distal conductors of the lead developed a fracture due to flexing while in vivo. The lead segment returned was a distal portion measuring 51 cm.

Event description:
It was reported that the right ventricular (rv) lead was suspected of rv coil fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507658 implantable pacing lead - implanted (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.